Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection of ceftazidime 500 mg in each bag (frequency and duration not reported) for peritonitis. ). The action taken with dianeal was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.